Event description:
The patient reported that about 3 months ago, she experienced an episode where her infusion device shut down without warning. She reported that she was sleeping and woke up to see what time it was when she realized that her infusion device had shut down. She stated she immediately changed the power pack and the device functioned properly. The patient indicated that she was aware of the recall, but had discarded the information as she had not had any problems. The patient reported that she now changes her power pack every 2 weeks. The patient stated that her blood glucose was slightly affected (220 mg/dl). Her normal range is 130-140 mg/dl. She reported that she bolused and everything was fine. The patient did not report assistance from a health care professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product wll be returned for evaluation.